Event description:
Four fast-fixes were used by the surgeon during one case. The surgeon pushed the trigger and the first t was fixated out-side the capsule in the right position. He pulled the trigger back to make the second stitch and t2 came loose from the inserter and into the joint without the trigger being pushed. T2 was rendered useless and had to be cut out from the meniscus. T1 is still in the joint since it is placed outside the capsule. The surgeon was able to suture the meniscus with additional fast-fix 360 implants. The result of the meniscus repair was satisfactory but it took extra time and extra cost to do the surgery. The surgeon is skilled in the use of fast-fix.

Manufacturer narrative:
Four devices were returned for evaluation. None of the devices had any suture or implants remaining on the delivery needle. The devices were functionally tested for proper actuator advancement and cycling and all were found to function as intended. The failure mode cannot be confirmed. (B)(4).